Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-01925; 3005168196-2018-01926; 3005168196-2018-01928.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a smart coil detachment handle (handle). During the procedure, the physician inserted a non-penumbra microcatheter into the target location and attempted to place a smart coil, however, the physician repeatedly advanced and retracted the smart coil to reposition it. Consequently, the physician began to experience resistance while advancing near the distal tip of the microcatheter and, therefore, the smart coil was removed. This then occurred with a second smart coil. The physician then successfully placed a smart coil in the target location, however, was unable to detach the coil using the handle. It was reported that there was an abnormal sound when the physician attempted to detach the smart coil with the handle. The physician therefore used a second handle to detach the smart coil. The procedure was then completed using the second handle and additional smart coils. There was no report of an adverse effect to the patient.